Manufacturer narrative:
The investigation into the aic - controller error (yellow alarm) issues has been completed since the initial report was submitted. The console was returned and tested, but the failure was unreproducible. However, the reported failure mode was confirmed in the data log. The root cause for controller error was not determined due to the inability to be reproduced.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility's biomedical engineer reported a controller error occurred. There was no patient involvement.